Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024 and alarms were present. The investigation reviewed the qc recovery. The qc was initially out of range on the date of event but was in range after several reruns. The investigation reviewed the alarm trace and several alarms were noted (procell/cleancell short, abnormal probe sucking and movement, calibration errors, tip-assay cup movement, and bath water level sensor alarms). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024 and alarms were present. The investigation reviewed the qc recovery. The qc was initially out of range on the date of event but was in range after several reruns. The investigation reviewed the alarm trace and several alarms were noted (procell/cleancell short, abnormal probe sucking and movement, calibration errors, tip-assay cup movement, and bath water level sensor alarms). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable dig digoxin results from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was reported outside of the laboratory. Calibration and qc issues prompted the rerun of the patient sample. The initial result was 1.04 ng/ml. The first repeat result was 0.55 ng/ml. The second repeat result was 0.92 or 0.94 ng/ml. The third repeat result was 0.62 ng/ml. No result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 (B)(6). The field service engineer (fse) inspected the module and determined the event was due to high blank cell measurements. He then performed a complete preventive maintenance procedure. He verified the instrument's performance by calibration, qc and a 21-cup precision check. The investigation is ongoing.